Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. Customer reports that battery compartment was corroded due to leaking battery. Customer's blood glucose was 5.4 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with a blank display due to missing battery tube spring. Unable to perform the displacement test, verify low battery alert, or verify the failed battery test alarm due to the blank display. The pump was received with a corroded battery tube, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.